Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin.

Event description:
It was reported that the customer's fill estimates were inaccurate. Customer used cold insulin. There was no impact to customer's blood glucose level.